Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The current location of the device remains unknown. No additional information was available.

Manufacturer narrative:
Additional pro code selection that applies to the indication of this device <qrb>. Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-extension. Upn: m365sc3138350. Model: sc-3138-35. Serial: (B)(6). Batch: 7089528. UDI: (B)(4). Product family: scs-extension. Upn: m365sc3138350. Model: sc-3138-35. Serial: (B)(6). Batch: 7086602. UDI: (B)(4). Product family: scs-extension. Upn: m365sc3138350. Model: sc-3138-35. Serial: (B)(6) batch: 7089673. UDI: (B)(4).